Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign matter was observed on a theranova 400. The event occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device and a photograph of the sample were received for evaluation. Visual inspection of the provided photo shows the product dry and unpacked with black particles in the header area. Visual inspection by the naked eye of the product shows the product dry and without the blood protection caps. The material analysis showed the highest match (>90%) with the material silicone. Since no black silicone-containing material is used within the production, it is rather unlikely that the particles originate from the production. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.